Event description:
It was reported that a patient presented with a portion of the implantable cardioverter defibrillator (ICD) exposed. The eroded ICD was explanted along with the leads. During explant, it was noted that there was vascular compromise to the right femoral artery post placement of femoral sheaths. Patient stabilized by vascular team. Patient was recovering.

Manufacturer narrative:
The reported field event of erosion was not confirmed in the laboratory. The device was tested on the bench, and no anomalies were found.